Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a planned lead revision to address increased threshold capture and varied r-wave sensing, the right ventricular (rv) lead was confirmed as dislodged with imaging. The rv lead was unable to be repositioned and was therefore, capped and replaced to resolve the event. The patient was stable.